Event description:
After correctly connecting catheter and catheter handle to the carto system, the intra-cardiac ECG did not display. All connections were checked. The catheter was then exchanged for another brand-new catheter and this corrected the issue.